Event description:
It was reported that a patient implanted with an impella rp flex encountered placement signal issues and low pump flow. After two weeks of support care was withdrawn and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.